Event description:
It was reported that the sterile processing coordinator noticed that the shim was missing its ball bearing after the instrument went through the cleaning and disinfecting process.

Manufacturer narrative:
This report will be amended when our investigation is complete.